Event description:
Repair order came in for "spitting oil at motor end". On follow-up conversation with hospital representative, she said that the motor was removed from the surgery because oil was coming out from the motor end, but there was no patient problem.